Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: -, ubd: unknown, UDI#: unknown product ID: 9735787, serial/lot #: -, ubd: unknown, UDI#: unknown work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was a uninterruptible power supply (ups) failure. The ups and batteries were replaced. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the neuro coordinator was trying to download scans at the site, turned the system on and walked away. They came back and the system was off. They thought maybe they just did not power on correctly so they attempted again and it shut down on them on the bootup. Troubleshooting was performed. The manufacturer representative (rep) had the healthcare provider (hcp) swap outlets, and during the self-test: connection was lost with the uninterruptible power supply (ups), eventually was connected and the rep ran a battery test. When it was unplugged from the wall, the battery dropped to 30% and lower pretty quick. When it was plugged, the charge was at 100%. It was suspected that the intermittent issue was between the battery and the ups, since neither had been replaced on the system. There was no patient involvement.

Manufacturer narrative:
H3, h6) the product ID: 9735787, lot number: 19070222, was returned to the manufacturer for analysis. In summary, no faults were found. The uninterruptible power supply (ups) was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Previously reported code b01, is applicable as well as newly reported codes, c19 and d14. H3, h6) the product ID: 9735773, lot number: 1912, was returned to the manufacturer for analysis. The battery was tested (49.94 volts (v)) with a known good ups for a 24 hour period. During the 24 hour test, the ups shut down due to the battery overheating thus causing no power. Previously reported codes, b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.